Event description:
The lead was capped on (B)(6) 2011 due to a product performance issue. No other information was available at this time. The procedure took place at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).